Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Event description:
It was reported that the device exhibited a "failed cassette" alarm. There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The device was in used condition, not in its original packaging, had been decontaminated, the downstream occlusion (dso) seal has bubble, lcd lens is scratched, and upstream occlusion (uso) seal is worn. Performed functional testing. Customer's reported problem was duplicated. Bad dso sensor was observed to be no disposable and does not meet manufacturing specifications. The root cause is a bad dso sensor. Replaced dso sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.